Manufacturer narrative:
The device was evaluated; no related issue found with device. No issue was found with the foot pedal. Preventive maintenance performed. System meets candela specifications. Customer training records were reviewed. The provider involved was trained during multiple training sessions. Additional safety training requested. The gentlemax pro laser system operator's manual warns: always place the laser system into standby or "off" before attempting to check, clean, or replace the delivery system, slider, slider attachment, distance gauge, handpiece window, or slider attachment window. The gentlemax pro laser system operator's manual cautions: the laser beam emitted by the gentlemax pro laser system should never be directed at any part of the body other than the intended site of treatment or testing. The gentlemax pro laser system operator's manual also notes: follow these precautions to ensure optical safety: · appoint one person responsible for the laser system controls during the procedure. · ensure that all personnel wear appropriate safety eyewear whenever the laser system is on. · never look directly into the laser beam even when wearing protective eyewear. · never allow the laser beam to be directed at anything other than the targeted area or the calibration port. · never permit reflective objects such as jewelry, instruments or mirrors to intercept the laser beam. · never look directly into the delivery system handpiece unless the fiber cable is disconnected from the laser system. · when the gentlemax pro laser system is not in use, place it in the standby state to prevent accidental pulsing. · when the gentlemax pro laser system is unattended, remove the key from the keyswitch or use the password-protected lock button on the touch screen to prevent unauthorized use. Based on the information available, the cause for this event is unintended use error caused or contributed to event indicating that the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Review of risk management documents demonstrate that the reported risk is captured and assessed. No further corrective actions required for this complaint at this time. Risk information is then subject to periodic risk reviews and trend tracking, which may require additional actions and/or review.

Event description:
A customer (provider) in israel was getting ready to do a laser hair removal treatment with gentlemax pro laser; 755 nm wavelength. While checking the lens prior to treatment, she mistakenly pressed the ready button on the handpiece and then pressed the hand switch, and the laser pulsed into her right eye. The provider indicated that she "is used to having the setting for the machine on the foot pedal." She was not wearing protective eyewear at the time of the event. There was no patient in the room when this occurred. The provider did not feel pain but had some blurriness in the right eye following the event. The blurriness continued, three days post treatment and she went to see a doctor. She was sent for an optical coherence tomography (oct) test and diagnosed with burn of the fovea. Treamtent/medication not provided. Plan incudes repeat oct follow-up testing. Per follow-up information received, the provider was still experiencing blurriness/double vision in the affected eye. Additional information solicited.